Manufacturer narrative:
Correction: section h6. The medical device problem code should not have been reported with "break".

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial lead exhibited noise. During the lead explant procedure, it was observed that the previous implanting physician had tied the lead down directly onto the lead body, which resulted in the noise. The lead was explanted and replaced. The patient was stable and discharged post-procedure.

Manufacturer narrative:
Further information was requested but not received.